Event description:
Multiple malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The caller will continue using the pump for insulin therapy until a replacement arrives.